Event description:
The initial reporter complained of discrepant inr results with coaguchek xs plus meters serial number (B)(4) compared to a laboratory using the neoplastin reagent. At 6:54 am, the meter result was 3.7 inr. At 1:26 pm, the meter result was 3.4 inr. At 1:55 pm, the result from the laboratory was 2.4 inr. The customer did not specify which test was run with which meter. The patient's therapeutic range is 2.0-3.0 inr.

Manufacturer narrative:
The meter and test strips were requested for investigation. The reporter's meter and test strips were provided for investigation where they were tested using retention controls. Vial #1 with sn (B)(4) testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr, qc 2: 2.9 inr, qc 3: 2.9 inr. Vial #2 with sn (B)(4) testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 2.9 inr. Vial #1 with sn (B)(4) testing results (qc range = 2.3 - 3.5 inr): qc 1: 3.0 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. Vial #2 with sn (B)(4) testing results (qc range = 2.3 - 3.5 inr): qc 1: 2.9 inr, qc 2: 3.0 inr, qc 3: 3.0 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged result of 3.7 inr on (B)(6) 2022 at 6:54 am was not observed in meter sn (B)(4) patient result memory. However, a result of 3.4 inr was observed on (B)(6) 2022 at 1:26 pm. The alleged result of 3.7 inr on (B)(6) 2022 at 6:54 am was not observed in meter sn (B)(4)patient result memory (attached to the case). However, a result of 3.6 inr was observed on (B)(6) 2022 at 5:52 am. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Product labeling states: "the coaguchek system uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas deviations can occur when compared to methods using other thromboplastins. However, those deviations between thromboplastins of different origin (e.g., rabbit based) are not specific to coaguchek products. Similar differences can be observed when a human recombinant thromboplastin based laboratory method is compared to other laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.